Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely the broken bending section occurred due to a deformation problem. However, a definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the uretero-reno fiberscope exhibited a broken bending section with metal exposed. There was no patient involvement.